Event description:
Patient received a minor burn injury to their lip during a procedure.

Event description:
Device overheated during an extraction and bone graft procedure. Patient received a minor burn to their lip approximately 6mm in diameter. Patient is reported to have healed normally without need for additional medical treatment.